Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing elevated blood glucose levels. The customer declined to provide the exact values. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.